Manufacturer narrative:
Additional product component: model number/catalog number: 72400024 and 72404127; serial number: null and null; batch/lot number: 87597315 and 880234016; model/catalog description: balloon fgs 61-+70 cm and control pump fgs iz.

Event description:
It was reported that the patient experienced recurring incontinence due to undetermined fluid loss with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.